Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat ;dwd170 aequalis reversed 25mm baseplate; standard post serial # (B)(4). Cat ;dwb993 aequalis reversed lateralized humeral insert 36x6mm serial # (B)(4). Cat d we050 aequalis reversed cementless humeral stem 12x100mm; hap coated serial # (B)(4). Cat; dwe001 aequalis reversed 36mm cementless metaphysis serial # (B)(4). Cat ;vdv126 aequalis reversed compression screw 4.5x26mm serial # (B)(4). Cat ;dwd126 aequalis reversed locking screw 4.5x26mm serial # (B)(4). Cat ;vdv132 aequalis reversed compression screw 4.5x32mm serial # (B)(4). Cat ;dwd120 aequalis reversed locking screw 4.5x20mm serial # (B)(4). A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
On (B)(6) 2014: arthroscopic rotator cuff repair was done. On (B)(6) 2014: an infection was suspected. On (B)(6) 2016: rsa was done. On (B)(6) 2016: suppurative arthritis was suspected. On (B)(6) 2016: baseplate, sphere and insert were removed, and then spacer, adapter and head were used. Surgeon reported that the infection had nothing to do with the device.